Event description:
It was reported that the lead exhibited high thresholds and was thought to have dislodged. The lead was found to have a tissue ingrowth on the helix mechanism. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found on the helix/lobe mechanism, and tissue was found on the helix.